Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involved a set, admin, cadd, 108", spike/m, checkvalve, fs, totm 12/bx where it was reported that the administration set failed to allow actual fluid infusion, with no flow observed during priming and the medication bag remaining almost full despite documented delivery. The issue resolved immediately after replacement of the administration set. The reported occlusion or defect in the administration set could result in interruption of therapy. There was patient involvement, and no patient harm reported.